Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
The device was evaluated and failure modes were confirmed. The device was given preventative maintenance and returned to the customer.

Event description:
It was reported that during a surgical procedure at the user facility the irrigation pump was broken causing the system to overheat and melt the tip. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility the irrigation pump was broken causing the system to overheat and melt the tip. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.